Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. C06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer in 2010, multigravida, parity 5, dysfunctional uterine bleeding, uterine bleeding, vaginal delivery, endometriosis and ectopic pregnancy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils visible on micro-insert present in bilateral fallopian ostium. Discharged with instructions to schedule 3 month essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: essure devices in proper place. Concerning injuries reported in this case the following one was described in patient medical records: pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer in 2010, multigravida, parity 5, dysfunctional uterine bleeding, uterine bleeding, vaginal delivery, endometriosis and ectopic pregnancy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils visible on micro-insert present in bilateral fallopian ostium. Discharged with instructions to schedule 3 month essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: essure devices in proper place. Concerning injuries reported in this case the following one was described in patient medical records: pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. Event pelvic pain changed category non-serious to serious incident. Date of removal, cluster ID was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.